Event description:
Reported as: "pt's band was losing fluid prior to christmas, noted as pt stopped losing weight. Port was removed and replaced as they thought this was the site of leakage even though on testing, they couldn't find anything. Post christmas, band still noted to be losing fluid, re-operated on. Dye injected into the port intra op. And it was noted that there was a hole in the tubing above the port. The whole band was removed and replaced."

Manufacturer narrative:
Taper I. Medwatch sent to FDA on: 14/may/07. The prod associated with this report has not yet been returned. Based upon the implant date provided by the rptr, the connector type is assumed to be a taper I. The rptr of the event was asked to return the prod for analysis. Visual examination may confirm or determine another connector type associated with this report. Inamed has not rec'd the prod at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port of the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." " care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."